Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a labrum refixation surgery the shuttle suture of the device ar-3638 tore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-3638 batch 15320752 was received for investigation. The visual evaluation revealed that the driver's shaft was chipped at the distal end, near the tip. The review of the received suture found that the implant had broken off the suture system, with the sutures frayed and torn. Functional testing cannot be performed as the device was received damaged. The most likely cause(s) of the reported failure are user error, misaligned insertion, or excessive force during use. According to directions for use dfu-0054 at revision 5. E. Warnings. 6. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are essential considerations in successfully utilizing this device. The appropriate arthrex delivery system is required for the proper implantation of the device. 7. Avoid excessive impaction during anchor insertion, as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. G. Precautions. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion, as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 7. Arthrex implant-specific instrumentation must be used to insert implantable devices per the recommended surgical technique. The complaint allegation was confirmed. Refer to the investigation pictures.